Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97791 lot# n396417, implanted: 2013 (B)(6); product type accessory. (B)(4).

Event description:
It was reported on 2013 (B)(6), the patient was in ¿a lot of pain¿. It was noted it was unclear whether the pain was from the patient¿s back brace or from their incision site. It was reported that the stimulation was felt however the ¿site pain¿ exceed the stimulation. It was reported the patient¿s implant site is ¿red, sore and swollen¿ and the emergency room health care provider is treating them for infection with antibiotics. It was noted it is unknown when the redness started.

Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was atypical induration at the spinal cord stimulator (scs) incision. The atypical induration at the scs incision was noted at a physical exam with erythema. There was no significant edema. The scs was providing good coverage at the time of report. The patient was referred to wound care for debridement. The outcome was resolved without sequelae. Interventions included medical or non-surgical intervention. The patient was referred to wound care. Antibiotics were given. The event resulted in an emergency room visit and an unscheduled clinic or office visit. The patient complained of pain. Diagnostic methods included examination which showed an area of induration at scs incision. The etiology was noted as not related to the device or therapy and related to the implant procedure. The etiology was noted as implantable neurostimulator (ins) pocket.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was atypical induration at spinal cord stimulator (scs) incision noted on physical exam with erythema. There was no significant edema. The scs was providing good coverage at the time. The patient was referred to wound care for debridement. The patient also complained of pain. The outcome was reported as resolved without sequelae. The patient was given antibiotics. The event resulted in an emergency room visit and an unscheduled clinic or office visit. The etiology was reported as not related to the device or therapy and related to the implant procedure. The etiology was reported as related to the implantable neurostimulator (ins) pocket.